Event description:
During percutanous nephrolithotomy, physician attempted to remove a double "j" stem via cystoscopy with a a.c.m.I. Cup biopsy instrument, during the process 1 cup (jaw) separated from the instrument and lodged in the bladder. 4 hours later patient passed the separated "cup" in this urine. 4 hours later cystoscopy performed and 1 stent removed, 1 stent placed. Patient discharged following day.invalid data - regarding single use labeling of device. Patient medical status prior to event: invalid data. Invalid data - regarding multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. Invalid data - regarding whether event presents imminent hazard. Invalid data - whether device used as labeled/intended. Invalid data - regarding evaluation by user after event. Method of evaluation: invalid data. Results of evaluation: invalid data. Conclusion: invalid data. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: no data. Invalid data - on device destroyed/disposed of status.